Event description:
It was reported that during ureteroscopy procedure kidney stone, the laser fiber tip broke off while using. The tip of the fiber was successfully retried from the patient. Procedure completed using an alternate device. There was no patient complication.

Manufacturer narrative:
The product was not returned for analysis to identify if there were any defects or failures with the device however media inspection performed to the photos provided showed a fiber piece inside the patient. Therefore, reported allegation in this complaint was confirmed. The component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. A DHR was not performed due to the device was in use during the procedure, and no issues were observed prior to use, therefore rules out possible deviations within manufacturing/service processes that could have contributed to the complaint. A labeling review was performed and the IFU includes specific warnings/instructions related to unexpected medical intervention, such as: improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. There is no indication that the device was not used in accordance with the IFU. Since an expected or random component failure was identified without any design or manufacturing issue, the conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The product was not returned for analysis to identify if there were any defects or failures with the device however media inspection performed to the photos provided showed a fiber piece inside the patient. Therefore, reported allegation in this complaint was confirmed. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber tip break. This tip break could have occurred during use, when it was inserted into the scope and fired it led to the fiber break. A DHR was not performed due to the device was in use during the procedure, and no issues were observed prior to use, therefore rules out possible deviations within manufacturing/service processes that could have contributed to the complaint. A labeling review confirmed the IFU includes appropriate warnings and instructions for use, it states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure to treat a kidney stone, the laser fiber tip broke off while in use. The tip of the fiber was successfully retrieved from the patient and the procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a ureteroscopy procedure kidney stone, the laser fiber tip broke off. The tip of the fiber was successfully retrieved from the patient. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
The product was not returned for analysis to identify if there were any defects or failures with the device however media inspection performed to the photos provided showed that the product label was in good condition and the fiber inside the patient's body located to the right, seems to be an object too large to be a piece of the fiber. Therefore, reported allegation in this complaint was not confirmed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A labeling review was performed and the IFU includes specific warnings/instructions related to unexpected medical intervention, such as: improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. There is no indication that the device was not used in accordance with the IFU. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, cause not established is selected as the most probable cause for the complaint.

Event description:
It was reported that during ureteroscopy procedure kidney stone, the laser fiber tip broke off while using. The tip of the fiber was successfully retried from the patient. Procedure completed using an alternate device. There was no patient complication.